Event description:
It was reported that during dilatation of an atrioventricular shunt (off-label use), the catheter burst circumferentially after performance of 2 inflations and could not be withdrawn through the introducer sheath as a whole. The distal tip broke off inside the introducer and was removed with a pair of grasping forceps from the thigh area. No further complications were reported.